Manufacturer narrative:
All the patient accounts of (B)(6) were removed and the project of parameterization stopped. There was no malfunction of the device, this was use error in using the device. Philips attempted to obtain information regarding the patient, however it is unknown if the patient had any specific issue related to the inappropriate medication received. The patient was discharged and sent home.

Event description:
A patient received inappropriate medication order during customer intellispace critical care and anesthesia (icca) training session. It was stated that the philips clinical specialist was showing how to place an order in icca and thought she was on a test patient and placed the order on a real patient and the patient received the drug. They allege that the patient received medication that was incompatible with his state of health and endangered his life. . It was reported that patient experienced harm. Additional information was requested however no new information concerning how the patient was harmed was received.